Event description:
Patient reported worried to have lymphoma, calcifications, intracapsular rupture, rare cysts. Patient reported blood test results diagnosed leukopenia, which is not device related.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture, pain, discomfort, "read about the recall". The device remains implanted.